Event description:
The wheels are making a crunching noise when moving and the seat upholstery is sagging very bad, and the footrest do not lock the chair, should be replaced completely; per end user.